Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and did not find an instrument malfunction. The tsc determined that the sample was centrifuged using a statspin at 5000 rpm for 5 minutes and was outside the tube manufacturer's instructions for centrifugation at 1300 rpms for 10 minutes. The tsc instructed the customer to follow the tube manufacturer's instructions for centrifugation and to follow the proper pre-analytical sample handling procedures. The cause of the discordant sodium, potassium, glucose, direct bilirubin, creatinine, carbon dioxide, calcium, urea nitrogen, aspartate aminotransferase, alanine aminotransferase and alkaline phosphatase results is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant sodium (na), potassium (k), glucose (glu), direct bilirubin (dbil), creatinine (crea), carbon dioxide (co2), calcium (ca), urea nitrogen (bun), aspartate aminotransferase (ast), alanine aminotransferase (alti) and alkaline phosphatase (alpi) results were obtained on a dimension vista 500 instrument for one patient. The discordant results were reported to the physician(s), who questioned them. The patient was redrawn and that sample was tested two times on the same instrument. The first repeated results were sent to the physician(s) as the corrected results. There are no other known reports of adverse health consequences due to the discordant results.